Event description:
It is reported that a drill bit in use in surgical site preparation was broken in use. A segment of the drill bit tip, of unknown length, was permitted to remain within the bone. No adverse impact was reported to the intended placement of the ankle fusion plate prosthesis underway. No additional information has been provided. The drill bit is a class I reusable surgical instrument. Device lot number has not been reported. Device return for evaluation is anticipated. This is a report of an unanticipated foreign body left within the surgical site. (B)(4).